Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the trial implant procedure (B)(6), the physician experienced difficulty advancing the lead due to scar tissue. Diagnostic testing revealed high impedance on multiple contacts. Subsequently, the lead was replaced with a new model which yielded normal range readings. As a result, the procedure was extended 10 minutes. Effective stimulation was achieved postoperatively.